Manufacturer narrative:
Analysis of the tined lead found that the outer insulation was twisted in multiple locations. All conductors were broken (overstressed) 7.9 cm from the distal end and 12.5 cm from the proximal end. The lead was cut/segmented 16.3 cm from the proximal end and 12.2 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported that since about halfway through the year, the patient was not receiving therapy. The patient reported no falls and it was unknown what may have led or contributed to the issue. The hcp checked impedances and found them to be about 4,000 ohms. The lead was planned to be explanted and replaced. During the replacement procedure, the lead was cut. With the new lead placed, the implanted system worked properly with impedances around 1,000 ohms. The patient felt the sensation again and their symptoms became less. The issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.